Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately two weeks later due to dislocation. It was reported that no further information could be provided.

Manufacturer narrative:
(B)(4). D10: cat# 010000997 lot# 7868289 g7 screw 6.5mm x 20mm. Cat# 010000999 lot# 7633835 g7 screw 6.5mm x 30mm. Cat# 010000998 lot# 7852535 g7 screw 6.5mm x 25mm. Cat# 010000999 lot# 7633837 g7 screw 6.5mm x 30mm. Cat# 110024464 lot# 66612453 g7 dual mobility liner 44mm liner size f. Cat# 110010265 lot# 65871897 g7 osseoti multihole 54mm f. G2: foreign: australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.